Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: occupation: rcis. The actual device was not available; therefore, the actual device will not be returned for evaluation. A review of the device history record of the product code/lot number combination was conducted with no findings related to the reported event. The complaint cannot be confirmed for balloon deflation because the sample was not returned for assessment. The exact root cause could not be determined. The device was in a conforming state when released from terumo control. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode & effects analysis (dfmea).

Event description:
The user facility reported that proceeding the procedure a tr band was applied. It was noticed that shortly after hemostasis was achieved the patient began to bleed under the band. The band was removed, and it was identified that the air was deflated from the band. Manual pressure was maintained until the wrist was cleaned and the same band was reapplied. The band held pressure at that point. The patient was stable, and the procedure was successful. Additional information was received 08 dec 2022: the procedure performed prior to the tr band was a transcatheter aortic valve replacement (tavr) procedure. The amount of ml's of air injected was unknown. There was no noticeable damage, and the same band was reapplied for reinflation. Both balloons and the small balloon on the tail of the band were losing air. There was no blood loss recorded. The patient was being closely observed when bleeding began.